Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) gd896837. The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/09/2014 and 04/11/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with no issues noted. Pressure testing was performed on the pouch with no issues noted. The reported problem could not be identified or reproduced via a sample evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced inadequate iodine on a minicap. As the event occurred prior to usage of the product, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 3.